Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and found that there were liquid crystal display (lcd) lens heavily scratched and scuffed, upstream occlusion (uso) seal worn/dented and downstream occlusion (dso) seal delaminated in multiple locations. Customer complaint was confirmed through visual inspection and pump power up test. Coin cell battery is low and will need to be recharged. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the unit was turned off, and the patient data base was wiped out completely while in use with the patient. There was a patient involvement but there was no patient harm reported.